Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h3, h6, h11 the device was returned to olympus for inspection and the reported failure "b31" was confirmed, however, "error code e227" was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the video cable was broken and the fiber bonding in the outer tube area (distal end) was damaged. Also, no image problem was identified. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the video cable was broken and therefore error b31 occurred accompanied by no image problem should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gynecologic laparoscope had error codes e227 and b31. The issue was found during inspection for use. There were no reports of patient harm.